Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a compromised force sensor system alarm from his/her insulin pump. The customer's blood glucose levels are unknown. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to confirm the compromised force sensor system alarm due to motor error alarm. Pump received with cracked battery tube thread, broken reservoir tube lip, stained end cap sticker and minor scratches on display window noted.